Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated. The complaint can be confirmed, as it was observed that the device was damaged. However, we cannot conclude that the device was damaged due to the manufacturing process. It was observed that the inserter tip is bent. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A manufacturing investigation was performed to investigate whether or not any anomalies were observed during processing which could have contributed to the complaint condition. Based on the outcome of the investigation, there was no issue detected during the manufacturing process and the product was conforming to specification when it was released. Therefore, the device may have been mishandled before the customer received the product after it had been released from our facilities. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer via phone the during an ucl procedure when opening the package to their mini quick anchor #2/0 orthocord v-5 needle with bit, it was found that the tip of the device was bent. The issue was found prior to being used on the patient. The procedure was completed with another like device with no harm to the patient or delays to the case. The customer could not provide any further information. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.